Event description:
The reporter indicated that a 12.1mm vticmo12.1 -9.5/1.0/019 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2023 the lens was exchanged for a longer length and different power lens due to low vault and refractive surprise. This exchange resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
Medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Manufacturer narrative:
H6: device evaluation: lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found the lens haptics bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).